Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The hp stated the patient line became disconnected while they slept. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies, or finish with manual supplies. The hp stated they would finish with manual supplies and contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. Per the hp, the supplies were discarded and the lot number was not known. The hp stated she woke up and was disconnected from the hc. The hp stated she contacted her pd rn and let her know about the alarm. The hp stated she used manual supplies that night and resumed therapy on the cycler the following night without problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2/5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The home patient (hp) stated the patient line became disconnected while they slept. The hp stated she woke up and was disconnected from the hc. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).